Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker experienced a rate drop and previous syncopal episodes, in which the physician thought were due to the sudden brady response (sbr) feature. Technical services (ts) discussed enabling sbr on as it was not enabled prior to the call. This pacemaker remains in service. No adverse patient effects were reported.